Manufacturer narrative:
There was no further information available about the procedure or the device. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Mitek complaints received an email from depuy synthes legal group in the (B)(4) with regards to a lawsuit involving a mitek intrafix screw. The patient reportedly underwent a left knee acl reconstruction on (B)(6) 2006. The repair reportedly failed in (B)(6) 2013, and the patient underwent an arthroscopy to the knee in (B)(6) 2014 which reportedly revealed the device had sheared and migrated causing further damage to the knee.